Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. Intra-operative and post-operative testing returned good results and when the system was activated on (B)(6) 2025 the patient reported good therapy. On (B)(6) 2025, the patient contacted a nalu representative to report an issue with both external therapy discs having unexpectedly reduced battery life combined with loss of stimulation from the implanted components. The patient was seen to assess the system and open circuit impedance readings were discovered on all contacts of the single implanted lead. Imaging was performed but no visual discrepancies were observed. On (B)(6) 2025, a surgical procedure was performed with the intention of removing and replacing the malfunctioning implanted components. During the procedure the physician attempted to remove the implanted lead and the lead fractured. Further attempts were made to remove the distal end fragment of the lead and ultimately were not successful, resulting in that fragment being left implanted. The ipg was successfully removed. Due to the extended time to remove the system, the physician elected to close the case without placing a new system.

Manufacturer narrative:
The most likely cause of the open circuit readings is fracture or damage of the lead or lead connector. The explanted components were retained for testing by the firm; however, handling damage that occurred during the explant procedure has made any testing of the components inconclusive as it is unclear if the components were damaged prior to or during the procedure. There have been no reports of any falls, excessive activity, or other events that may have caused or contributed to damage of the implanted components.